Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultramini meter had a power issue ¿ meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged product issue occurred at 8am on (B)(6) 2017. The patient manages their diabetes with oral medication(s) (1 pill of ¿glyderie¿ per day) as well as with diet and/or exercise and did not make any changes to their usual diabetes management regimen as a result of the alleged product issue. The patient stated that immediately after the alleged product issue occurred they developed the symptoms of ¿shakiness and running a temperature¿. In response to these symptoms, an unspecified period of time later, the patient was hospitalized and given ¿insulin syrup¿ and unspecified medication from a healthcare professional (hcp). The patient stated that they had their blood glucose measured on a calibrated laboratory device at 1pm on (B)(6) 2017 and a result of ¿10.3mmol/l¿ was obtained. It is not known whether this result was taken before or after the patient received treatment from the hcp. At the time of troubleshooting the cca noted that there was no misuse of the product and this was not the first time the product had been used by the patient. The patient¿s products were requested for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient claims to have been unable to test their blood sugar using the subject meter which led to them developing signs/symptoms which meet lfs¿s criteria for a serious injury reportable adverse event.